Manufacturer narrative:
The original (B)(4), for this product return was closed on 01/26/2012. This new (B)(4) was opened after consultation with the emergo group on the re-assessment of the MDR submission for this returned product.

Event description:
Customer indicates a "nova customer representative had to replace 8 surefles lancing devices that were not working (new out of the box). All lancing devices were from device lot tinb0511-1. A complaint was logged at nova biomedical on (B)(6) 2011 and was given a (B)(4). Six lancing devices were returned to nova biomedical's complaint lab and were confirmed to be defective (not working). Five of the lancers appeared to be missing the bottom spring. All 6 lancets were shipped to stat medical devices for investigation of root cause and corrective actions". The returned samples were analyzed. The tab on the engine was forced beyond the tab on the button. The result was that the button could not release the engine, thus locking the device. This most likely happened on lancet insertion. If excessive force is used, the device can be locked int his manner.